Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said they keep urinating in their pants. Patient said this has been going on since the device was implanted and has gotten worse. Patient said the device was implanted for bladder and bowel control. Patient said they are getting a 50% reduction in bowel symptoms but are having 2 urinary accidents a day. Reviewed how to increase stim and change programs. Patient stayed on current program and increased stim to where they could feel stim. Additional information was received on (B)(6) 2021 the patient said all of a sudden starting sunday or maybe monday, they can't poop. Pt said they took 2 enemas and went just a little bit then maalox yesterday and still haven't' gone. Reviewed pt has the option to turn stim down or off or they could also try changing their program. Pt said they increased from 1.8 to 2.0 yesterday and still could not poop. Reviewed some interstim education information. Pt wanted to change programs from program 3 at 2.2 to program 4 at 1.5, reported comfortable stim and they would try it there. Pt mentioned (asked/unk event date) off and on, the ins site and the wire are sore back there they can feel the wire and the edge through their skin pt said they had a car accident about 8 weeks ago. No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said they keep urinating in their pants. Patient said this has been going on since the device was implanted and has gotten worse. Patient said the device was implanted for bladder and bowel control. Patient said they are getting a 50% reduction in bowel symptoms but are having 2 urinary accidents a day. Reviewed how to increase stim and change programs. Patient stayed on current program and increased stim to where they could feel stim. Additional information was received on 2021-12-09 the patient said all of a sudden starting sunday or maybe monday, they can't poop. Pt said they took 2 enemas and went just a little bit then maalox yesterday and still haven't' gone. Reviewed pt has the option to turn stim down or off or they could also try changing their program. Pt said they increased from 1.8 to 2.0 yesterday and still could not poop. Reviewed some interstim education information. Pt wanted to change programs from program 3 at 2.2 to program 4 at 1.5, reported comfortable stim and they would try it there. Pt mentioned (asked/unk event date) off and on, the ins site and the wire are sore back there they can feel the wire and the edge through their skin pt said they had a car accident about 8 weeks ago. No further complications were reported/anticipated at this time. (B)(6) 2022 rtg0266283 (con): additional information was received from the patient. Pt said they noticed starting about a month ago, it seems like they are having a little bit of problem, it seems like they are not regular every day or every other day it comes at once like in one day and they get real bloated and everything. Pt said they had to call medtronic about a month ago, to change programs because they were going once a week. See rtg0246671. Pt used their control equipment to synch with their ins and reported they were on program 4 at 3.4. Reviewed during their last call they had changed from program 3 to program 4. Worked with pt to decrease stim to 2.9. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.